Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to an infection. Antibiotic treatment was provided. No further patient complications have been reported as a result of this event.